Event description:
It was reported the subject device was attempting to discharge the poly loop to remove the polyp that was still attached to the device, but it was unable to be released from the poly loop device. The issue occurred during a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: h2, h6 corrected fields: d9 based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. D4: updated lot number the device was returned to olympus for inspection and the olympus investigator was able to confirm the customer failure and determined the following cause: the operating pipe of the slider was broken possibly due to mechanical load. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.